Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee prosthesis which had been placed on (B)(6) 2022. August 2022: secondary prosthetic displacement with rotational disorder -> external hyper-rotation of the lower limb secondary to a prosthetic rotational disorder occurring at the lps prosthetic metaphysis/sleeve junction cemented in the femur. Hyper external rotation of the right lower limb during flexion risk of micromobility of a metal-metal couple return to the operating room arthrotomy for replacement of the defective part.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d9, d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.

Event description:
Additional information received indicated that there was no movement between the implant and the bone. There was a rotation between femoral implant and the sleeve requiring revision surgery.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d10 (concomitant products).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that based on the event description and specifically highlighted area, the recorded ips are accurate. The sleeve junction is made up of the sleeve adapter (lps fem to sleeve adapter +5) and the femoral sleeve (universal fem slv dis por 46mm). The fem sleeve does not come in direct contact with the lps distal fem comp xsm rt, additionally, the femoral component did not present any damage or issue in the assembly feature.